Event description:
A pt undergoing a c-section had a foley catheter. The rn was instilling fluid into the catheter at the direction of the surgeon to check for bladder leaks and heard a "pop" sound. The foley was removed. The pt had a cystoscopy last month when a 2.5 cm piece of what appeared to be the balloon of the foley was removed. The wrong port may have been used to instill the fluid and burst the balloon.